Event description:
The pump failed to alarm while pumping air into the baby's stomach. It was noted that the tubing had not been primed according to manufacturer instructions. "Tubing must be primed until it is past the valve and down the distal end of connector." Tubing had been manually primed but valve chamber was not full. Education done on unit about priming tubing automatically to ensure proper filling.